Event description:
Pt had epidural catheter w/ pain cassette connected. Apparently the tubing had broken completely at the hub where the tubing connected to an attachable .22 micron filter to the pts epidural catheter. Pt devices placing any undue pressure to this area that he was aware of. He noted the problem due to leaking of pain med.